Event description:
A consumer reported experiencing blurry, fuzzy and darker vision approx two years following intraocular lens (iol) implant surgery. Six months ago, his doctor informed him there was residue on the top of the lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No enough info was provided from the reporter to properly complete an investigation. Add'l info has been requested. (B)(4).